Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain and peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file that shows a causal relationship between the adverse event and the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a leak with the cycler set reported for this event. All dialysis patients are at risk for infection due to a compromised immune system and the possibility of dialysis techniques increasing the chance of microbial contamination. It is unknown if the patient practiced proper aseptic technique, however, enterobacter cloacae is known to be found in water, soil and food as well as in the intestinal tract of humans and animals which is suggestive of a breach in aseptic technique. Based on the available information and no report of issues with any fresenius product(s), the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient reported that the patient was diagnosed with peritonitis and was hospitalized on (B)(6) 2019. The patient initially presented themselves to the clinic with severe abdominal pain and were advised to go to the emergency room. The patient was admitted to the hospital with a diagnosis of peritonitis. Pd effluent culture results were positive for enterobacter cloacae complex. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime (dose, frequency and duration unknown). It is unknown of antibiotics were changed after culture results were received. The cause of the peritonitis is unknown and there were no reported issues with a fresenius device, product, or drug that could be attributed to the reported event. It is unknown if the patient had a breach in aseptic technique. No further information was provided. A sample was not returned to the manufacturer for physical evaluation.